Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this device was returned without any field allegations. This device was analyzed by engineering and the battery appeared to have depleted more quickly than expected. It was determined that this device demonstrated behavior consistent with a high current condition associated with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. No adverse patient effects were reported.